Manufacturer narrative:
One device was returned for evaluation. Visual inspection confirmed that t2 and suture was not returned. The device was functionally tested and actuated as intended. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Without the returned implant we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
During an acl repair the surgeon was using a fast-fix 360; t1 was deployed however, t2 would not deploy off the needle. The surgeon was required to remove t2 out of the patient and t1 was left in the patient unsupported. Procedure was completed with a backup device on hand.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).